Event description:
The account alleged bed exit could not be set. No pt impact.

Manufacturer narrative:
Technical support found that the customer was trying to set the pt position module with no weight in the bed. Technical support in-serviced the account on how to set the pt position module to resolve the issue.